Manufacturer narrative:
The accounts engineer replaced the siderail assembly to repair the bed.

Event description:
The accounts engineer stated that the foot siderail screws are stripped, but it does not affect the latching of the siderail.